Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use of the device, the thread was very malleable. Anesthesiologist tried it three times because it bent together with wire tube. There was no patient injury.